Event description:
As reported by the edwards field clinical specialist (cs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure, upon removal of the edwards 22fr sheath it was found the common iliac artery was transected. Placement of a viaban stent was attempted, but unsuccessful. Ultimately the artery was repaired in a surgical fashion using a gore 8mm dacron graft. Repaired. Additional information revealed the following: the minimum luminal diameter of the access vessel was reported as 7.0mm, but the minimum luminal diameter of the vessel at the location of the dissection is unknown. The vessel was described as mildly calcified and tortuous. Per report, the event was not caused by a device malfunction, but rather the diameter of the vessel.

Manufacturer narrative:
The sheath was not returned for evaluation as it was reported that there were no issues with the device. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the access vessel's minimum luminal diameter was 7.0 mm, and the vessels were noted to be mildly calcified and tortuous. The root cause of the reported right common iliac dissection cannot be confirmed. However, it was reported that the perceived root cause of the event was related to the diameter of the vessel. This, in combination with mild calcification and mild tortuosity, appears to have cause or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.